Event description:
It was reported that, "the tip of the device is broken."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.